Manufacturer narrative:
(B)(4). (B)(4). The analysis showed that one 6r45b cartridge was received fully fired and with no damage to the spring lockout. No functional test could be performed, however the cartridge was loaded into a test device and it snapped into placed as intended. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a pneumothorax procedure, the clip dropped off during procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient.(B)(6).